Event description:
Customer reported blood glucose results of 525 mg/dl on the advantage system and 80 mg/dl within 10 minutes on a professional system. Customer did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.